Event description:
I recently used clear care plus contact lens solution from alcon. I got itchy eyes and my vision turned very poor while I have my contacts in my eyes. I could see halos around light especially at night. And everything is foggy. I just noticed that so many people have reported this same issue online but the company is still selling this product. Retailer: (B)(6). Purchase date: (B)(6) 2017. This date is an estimate.